Event description:
Reporter indicated communication problems with vns programming wand. Troubleshooting did not resolve the issue. The reporter noticed when she was handling the cable the problem was sometimes resolved. The wand has been returned to the MFR and is pending product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.